Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? Lot #? What was the intended use of the surgicel powder? Was it used to address active bleeding or used prophylactically? Where was the surgicel powder used (on what tissue)? How much surgicel powder was used during the procedure? Was the surgicel powder left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What was the intervention? What were the findings? Please describe. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel powder that contributed to the patient¿s post-operative events? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an liver resection procedure on an unknown date and absorbable hemostat was used. The surgeon did not irrigate after using the absorbable hemostat. The patient returned with a collection discovered on CT scan after 2 weeks. The surgeon had to open/ re-insert a drain into patient, to remove it thereafter. Additional information was requested.